Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was giving nurse alerts for flow temperature readings. Per additional information updated from ttm, biomed troubleshooting alerts. Device passed functional check, however. Guided to event log and transferred/announced call to them.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. Four case data files were received for evaluation. The files were evaluated upon receipt. One case data file from (B)(6) 2025 shows alarm 14 (patient temperature 1 probe out of range), with pt1 reading 0c just before this alarm, and alert 11 (patient temperature 1 below low patient alert), with pt1 dropping from 37.37c to 23.52 c within 11 minutes and dropping to 0c the next minute. Patient temperature steadily dropped below target until alarm 78 (chiller water temperature sensor out of range ¿ low resistance) was received and therapy was stopped. Another case data file from (B)(6) 2025 shows a pt1 of 0c at the start of therapy for 38 minutes, and therapy was run for an hour and 14 minutes until pt 1 showed 0c again with alert 116 (patient temperature 1 change not detected). Another case data file from (B)(6) 2025 continues from the next minute after the end of the previous file, beginning with a pt1 of 0c and pt2 of 36.97c, indicating that an attempt was made to swap channels, and then pt1 of 37.04c and pt2 of 0c. Alarm 27 (patient temperature 2 probe out of range) was shown after swapping the probe back to pt1, and pt1 dropped to 0c again the next minute. A case data file from (B)(6) 2025 shows alert 50 (patient temperature 1 erratic) following a drop of over 1c in pt1 over 10 minutes. Therapy was continued until alarm 78 (chiller water temperature sensor out of range ¿ low resistance) was received and persisted after attempting to restart therapy. Per additional information, biomed troubleshooting alerts. Device passed functional check, however. Guided to event log and transferred/announced call to them. Per wo update, requested the data file and looked at the event log, biomed has 50,09,27,14. Checked the temp cable with a simulator key and it read 37, biomed also has pt2 enabled and that cable and channel read 37 degrees. Per additional information, they replaced tank harness per technical support's instructions. They also performed full calibration. Unit was returned to service and hopefully that fixed the problem. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the lot number is unknown. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed had the arctic sun device that was giving nurse alerts for low temperature readings. Per additional information updated from ttm, biomed troubleshooting alerts. Device passed functional check, however. Guided to event log and transferred/announced call to them. Per additional information received via mail on 08aug2025, they replaced tank harness per technical support's instructions. They also performed full calibration. Unit was returned to service and hopefully that fixed the problem.